Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The report states: litigation papers allege patient has severe pain in his left hip and elevated cobalt and chromium levels. Patients physicians have advised him that he will likely need a revision surgery. Doi: (B)(6) 2007- dor: no revision reported at this time. (Left side). Patient is a resident of (B)(4). **update** (B)(4) 2011 - the sales rep reported the revision surgery. The patient was revised to address pain and elevated metal ion levels. There was significant amount of gray discoloring in the capsule surrounding the acetabulum and femur. Dor: (B)(4) 2011.

Event description:
Litigation papers allege patient has severe pain in his left hip and elevated cobalt and chromium levels. Pt's physicians have advised him that he will likely need a revision surgery. Update: (B)(6) 2011 - the sales rep reported the revision surgery. The pt was revised to address pain and elevated metal ion levels. There was significant amount of gray discoloring in the capsule surrounding the acetabulum and femur.